Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis found that only the distal portion of the lead was returned. Visual analysis found insulation abrasion at 15.18 cm to 16.2 cm from distal tip. The abrasion was consistent with that of constant friction with another implantable device.(B)(4).

Event description:
This report is to advise of an event observed during analysis.